Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the healthcare professional (hcp) was aware of case during a refill that occurred in the care of a home health nurse (this was in reference to another case where the patient receiving the drug in either the pocket or the catheter access port. See manufacturing report 3007566237-2018-02947). The hcp noted that he was not the patient's hcp at the time the pocket fill occurred and had not seen the patient. The hcp did not provide the patient information when asked as the hcp did not have the patient information with them. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the healthcare professional (hcp) was aware of case of a pocket fill during a refill that occurred in the care of a home health nurse. The hcp noted that he was not the patient's hcp at the time the pocket fill occurred and had not seen the patient. The hcp did not provide the patient information when asked as the hcp did not have the patient information with them. No symptoms were reported. The event date was unknown. No further complications were reported/anticipated.